Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture in bipolar configuration and high pacing thresholds in unipolar configuration. The lead was capped and replaced.